Manufacturer narrative:
(B)(4). Event site name: (entered here due to limited space) - (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) seal no. 1 remained in the charging device during charging and could not be used.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/13/2025. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was observed outside the loading device with the white plunger not depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was observed in the loading device body. An investigation was conducted on 06/18/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device. The blue safety lock was off and the white plunger was partially depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the photographic evaluation and the evaluation results, the reported failure "fitting problem" was confirmed, as well as the analyzed failure "premature activation" was observed. The lot # 3000457540 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.